Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a fluctuating blood glucose (bg) levels ranging from ¿low¿ to ¿high¿, specific values not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address the low and administered a correction bolus via the pump to address their elevated bg. Tandem technical support guided the customer through correcting their settings to address the event.